Event description:
Implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) the day after it had reached middle of life 2 (mol2). The corresponding monitoring voltages reported were 4.27 and 4.25 volts, respectively, with normal charge times. Technical services discussed that the corresponding monitoring voltages do not equate to the indicators displayed, and that this device would have reverted to storage mode when it reached a monitoring voltage less than or equal to 4.4 volts. As the charge times reported were normal, ts discussed a possible circuit malfunction that records the monitoring voltage. As therapy availability could not be confirmed, ts discussed explanting the device. No symptoms were reported.